Event description:
It was reported that the lift motor was not functional due to nylon lift motor nuts malfunction. The lift motor was stuck in the low height position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was determined that the footend lift was stuck in the low height, flat position.

Event description:
It was reported that the lift motor was not functional due to nylon lift motor nuts malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.